Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) verified the malfunction and replaced the power supply. The unit then passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.